Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the new lead position appeared to be better (per the physician). The patient hadn't turned the system on as they were waiting for the procedure pain to subside. Analysis would not be performed as the doctor threw the lead out. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 977a290, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the lead migration was unknown. The patient didn't make any "heavy" movements and they didn't know why the lead moved. The revision was scheduled for (B)(6) 2018. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that the left side stimulation was not as good as the right side stimulation. The health care professional (hcp) confirmed through the x-ray that the left side lead had moved down a bit. The health care professional (hcp) plan is to re vise the lead. Rep attempted to reprogram the patient. Per patient it felt better but not as good as the right side felt. The health care professional (hcp) scheduled the patient for a lead revision on (B)(6) 2018. The issue is not resolved at the time of this report. Surgical intervention has not occurred but is planned. Patient is alive with no injury. No patient symptoms or complications were reported in this event.